Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection and swelling in the scrotum. The patient was treated with antibiotics that were unsuccessful. The complete device was removed and irrigated copiously with solutions. A new spectra penile prosthesis 12 mm x 12 cm cylinders was implanted as a space saving device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.